Event description:
Surgeon reports patient had vitreous hemorrhage andhema documented on 7/3/96 after left phaco and pc iol surgery on 6/25/96. Observed until 8/30/96 because of medical status but vitreous hemorrhage remained very dense; anterior segment cleared. Vitrectomy performed to remove vitreous hemorrhage. During surgery unable to view retina after 30 mins. Of vitrectomy and washout. Lens capsultomy performed and corneal epithelium removed, still no view. Pc iol ultimately needed to be removed after which view of the retina cleared. Ac iol placed. The iol which was removed was noted to be stained, coated, imbedded with heme which could not be removed or scraped off while iol still in eye.

Manufacturer narrative:
Additional info was received from reporter on 10/3/96. Original report was received by MFR on 9/6/96.